Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was extracted due to a lead to patient interface anomaly with the tricuspid valve. Boston scientific technical services (ts) discussed programming options and maintaining defibrillation therapy. No additional adverse patient effects were reported.